Event description:
It has been reported that a versacross connect access solution kit was selected for use for watchman left atrial appendage closure (laac) procedure. A perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During the procedure, while attempting to go for transseptal puncture using intracardiac echocardiography (ice) imaging, a perforation occurred, and it was noticed a pericardial effusion that was not present at the beginning of the case. Protamine was given to manage the effusion, and therefore the procedure was cancelled. The issue occurred prior to transseptal. Patient was admitted to an overnight stay, and it was discharged. The device is not expected to be returned for analysis. No pe was noted on the echo prior to the procedure. The patient was not on warfarin or antiplatelet drugs at the time of procedure. It has been further mentioned that multiple attempts were required to track up and down towards the septum. The act was therapeutic during the procedure. In the physician's opinion, the versacross wire and dilator did not malfunction during the procedure, and it is not believe the versacross dilator contributed to the ae, rather the ice catheter. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.